Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragment from the left cornua') and pelvic pain ('chronic pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ultrasound pelvis on (B)(6) 2020, pelvis CT on (B)(6) 2020, perineal pain, uterine dilation and curettage, dysmenorrhea and menorrhagia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included anxiety and gerd. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen, indometacin sodium trihydrate (indomethacin agila) and omeprazole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2020, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cysts,") and fallopian tube cyst ("reproductive system disorder or condition type of disorder or condition: fallopian cyst"), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (removal (B)(6) 2020 and laparoscopy, bilateral partial salpingectomy, and removal of essure fragment from the left cornua). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, migraine, ovarian cyst and fallopian tube cyst outcome was unknown. The reporter considered abdominal pain, device breakage, dyspareunia, fallopian tube cyst, heavy menstrual bleeding, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Everything looks good and the dye is not leaking through.. Magnetic resonance imaging - on (B)(6) 2020: susceptibility artifact in the region of the right uterine cornua as above reflects the presence of the essure coil. This is not seen on the left, reflecting its recent removal. Remaining pelvis is within normal limits by MRI. Consider abdominal x-ray for subsequent confirmation of removal of the right essure coil if desired by the patient.. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragment from the left cornua') and pelvic pain ('chronic pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ultrasound pelvis on (B)(6) 2020, pelvis CT on (B)(6) 2020, perineal pain, uterine dilation and curettage, dysmenorrhea and menorrhagia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included anxiety and gerd. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen, indometacin sodium trihydrate (indomethacin agila) and omeprazole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2020, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cysts,") and fallopian tube cyst ("reproductive system disorder or condition type of disorder or condition: fallopian cyst"), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (removal (B)(6) 2020 and laparoscopy, bilateral partial salpingectomy, and removal of essure fragment from the left cornua). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, migraine, ovarian cyst and fallopian tube cyst outcome was unknown. The reporter considered abdominal pain, device breakage, dyspareunia, fallopian tube cyst, heavy menstrual bleeding, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Everything looks good and the dye is not leaking through.. Magnetic resonance imaging - on (B)(6) 2020: susceptibility artifact in the region of the right uterine cornua as above reflects the presence of the essure coil. This is not seen on the left, reflecting its recent removal. Remaining pelvis is within normal limits by MRI. Consider abdominal x-ray for subsequent confirmation of removal of the right essure coil if desired by the patient. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2021: medical record received: reporter, medical history and lab test added. Event essure fragment from the left cornua added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included anxiety and gerd. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen, indometacin sodium trihydrate (indomethacin agila) and omeprazole. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced migraine ("migraines / headaches"). On (B)(6)2020, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cysts,") and fallopian tube cyst ("reproductive system disorder or condition type of disorder or condition: fallopian cyst"), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (removal (B)(6)2020). Essure was removed on (B)(6)2020. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, ovarian cyst and fallopian tube cyst outcome was unknown. The reporter considered abdominal pain, dyspareunia, fallopian tube cyst, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2012: total bilateral occlusion. Everything looks good and the dye is not leaking through. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included anxiety and gerd. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen, indometacin sodium trihydrate (indomethacin agila) and omeprazole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2020, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cysts,") and fallopian tube cyst ("reproductive system disorder or condition type of disorder or condition: fallopian cyst"), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (removal (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, ovarian cyst, fallopian tube cyst and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, fallopian tube cyst, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Everything looks good and the dye is not leaking through. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received:removal details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.